Event description:
It was reported that the ilet user experienced a low blood glucose of 53 mg/dl after skipping breakfast, treated the low with high-carbohydrate foods, then announced three meals to correct, after which blood glucose reached 401 mg/dl. The event involved user handling and the device user interface, and the agent provided troubleshooting and education on proper procedures. Symptoms included hypoglycemia, hyperglycemia, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.